Manufacturer narrative:
Arjo was notified about an incident with involvement of carino shower chair. It was reported that while the patient was supporting himself with both hands put on one armrest to get up, this armrest broke into two pieces. The patient did not fall and no injury occurred. The involved device was taken out of use and evaluated by the arjo representative. According to the results of inspection, one of the armrests was found broken, but the portion which broke off was missing and not available for check. The second armrest was tested, but no issue was found. Upon interview in the facility, the customer stated that the involved caregiver and other facility¿s personnel has not been trained of the device usage. The claimed device was not under the arjo service contract and no repair has been conducted by an arjo personnel since the device was sold. It should be underlined that carino is subjected to wear and tear and the care and preventive maintenance actions must be performed when specified to make sure the product remains within its original manufacturing specification. The carino instructions for use (IFU, 04.bo.01_11gb dated on june 2013 ¿ delivered with the involved device) informs user about the necessity to follow the maintenance requirements: ¿to avoid malfunction resulting in injury, make sure to conduct regular inspections and follow recommended maintenance schedule. In some cases due to heavy use of the product and exposure to aggressive environment more frequent inspections should be carried out. Local regulations and standards may be more stringent than the recommended maintenance schedule.¿ the IFU also includes a ¿caregiver obligations¿ section, which provides a list of maintenance actions (together with instructions and supporting figures) to be carried out by personnel with sufficient carino knowledge. These actions include inspections on regular basis ¿ daily and weekly, but also before every use: ¿every week: visually check all exposed parts especially where bodily contact is made by either the resident or caregiver. Make sure no cracks or sharp edges have developed that could cause the resident or user injury or that has become unhygienic. Replaced damaged parts.¿ ¿action before every use 1. Check that all parts of the carino are in place. Compare to part designation page in this IFU. 2. Check accessories and parts for damage. If any part is missing or damaged ¿ do not use the product (¿)¿ moreover, the IFU informs that a yearly maintenance has to be conducted by the qualified personnel: ¿to avoid injury and/or unsafe product, the maintenance activities must be carried out at the correct frequency by qualified personnel using correct tools, parts and knowledge of procedure. Qualified personnel must have documented training in maintenance of this device.¿ according to the carino maintenance and repair manual (09.bo.03_3gb dated on september 2014) the annual service includes the requirement to check all vital parts for corrosion and damage to preserve the safety and performance of the product, which also refers to arm rests. Due to device not being serviced by the arjo personnel and lack of access to complete service history, it was not possible to establish if the device has been properly maintained over the whole usage period. Based on the available information, the root cause cannot be identified. In summary, according to the customer allegation, the arm rest broke off, so the device did not perform as intended. The technical evaluation confirmed the customer allegation. The chair was used for patient hygiene and in that way it played a role in this event. The complaint was decided to be reported to the regulatory authorities due to malfunction, which could have led to patient fall and an injury occurrence.

Manufacturer narrative:
The involved device was taken out of use and was evaluated by the arjo representative. According to the results of inspection, one of the armrests was found broken and parts missing. The second armrest was tested, but no issue was found. It was stated that the facility personnel need training of the device usage. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an incident with involvement of carino shower chair. It was reported that while the patient was leaning on the armrests to get up, one of them broke. The patient did not fall and no injury occurred.